Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energy shield monitor (esm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure that the energy shield monitor (esm) faulted. The esm lights were blinking orange. The intuitive tech support engineer (tse) had the site remove the instruments and hard reboot the system, with no change. A second hard reboot did not resolve the issue either. The system faulted with error 32208. The tse had the site shut down the system a third time to perform another hard reboot. The caller also reseated the esm connections and tried a different energy cord and instrument. The esm continued to fault. The tse advised that the monopolar energy would not be available. The site was unable to perform the procedure using the xi system, as they were already docked in the bladder. This is the extent of the information provided. The issue was escalated to intuitive field service. Intuitive received the following additional information via follow up: the system presented no issues during set up nor when powered on. The customer troubleshooted the issue by only using bipolar cautery and a third-party laparoscopic cautery operated by the resident at bedside. The sp was connected to onsite. Additionally, this will be the second time we will have to replace the energy shield monitor in a twelve-week period.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the energy shield monitor (esm) for failure analysis investigation. The unit was analyzed and in log, the error 32208 was found indicating the fault, confirming the fault occurred in the field. The esm was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. All light emitting diodes (leds) were blinking amber at start-up. Could not cut/seal. Visual inspection, no issues were found that is related to the report issue. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: error 32208, "csm sheath circuit fault; the csm sheath detection circuit has failed." The probable root cause of the reported issue can be attributed to a fault on the assembly neutral cable within the esm.

Event description:
Refer to h11 for follow-up information.